Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted due to the performance anomaly.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a voltage capacity too low for remaining longevity condition. A subsequent device check indicated that there were still nine years remaining. It was reported that a save to disk was performed and sent in for analysis. No adverse patient effects were reported.

Event description:
Additional information indicates that a data disk was reviewed by engineering, and analysis of the device memory indicates a voltage level that is lower than predicted by the device's battery management. The long capacitor reform times also indicate a mismatch between expected and actual battery status. The memory analysis indicates that the voltage has been steadily dropping over the past several months, which is abnormal for this battery chemistry as the voltage is expected to remain nearly constant for the first portion of the device implant life. Most of the device's components power draw are measured by the battery management circuitry. Faults in these components will affect the displayed power consumption and projected remaining longevity. Memory analysis cannot pinpoint the cause or component responsible, nor can it predict future behavior. It is reasonable to expect that the performance will continue to degrade. Given the fault that the device triggered, and the subsequent memory analysis, it is prudent to replace the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's post market quality assurance laboratory did not identify any abnormalities. The device was successfully interrogated and was found with a battery status indicator of beginning-of-life (bol) at 2.921 volts. The device was put through and passed a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and recording functions of the device. The device casing was opened and the internal electrical measurement of the device battery was 2.909 volts. Although, the device's low voltage power supplies were within a normal voltage range, high current drain was detected. A bypass capacitor was isolated and the device's current drain was now recorded within normal range. Extensive testing concluded that the field observations and save-to-disk findings was the result of a leaky capacitor which caused a high current drain and premature battery depletion.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.